Event description:
It was reported that a tandem charging cable was damaged and could no longer be used to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.